Event description:
Tr 0104 (retrospective evaluation): the patient had her device implanted on (B)(6) 2013. She passed away in a nursing home sometime in (B)(6) 2014, due to natural causes and it was not catheter-related. No death certificate or autopsy report was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore, an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the lot met the specification requirements. No deviations that could affect product quality were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of unknown. The death that occurred approximately six months after device placement was unrelated to the catheter and the patient died at a nursing home from natural causes. No autopsy report or death certificate was available to confirm cause of death. Device disposed.